Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited low pacing impedance and inconsistent capture threshold, leading to failure to capture. The rv lead was not used. The physician continued to use a second rv lead and completed the procedure. There were no patient consequences reported.

Manufacturer narrative:
The reported events for failure to capture and low lead impedance were confirmed. A complete lead was returned in one piece. Visual inspection of the lead found outer insulation and inner insulation breach, consistent with procedure damage. Electrical testing was normal with no anomalies found. Internal short was due to inner perforation by a stylet. The cause of the reported events was due to the outer insulation and inner insulation breach, consistent with the perforation by a stylet.